Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pbu277 batch number, and no non-conformances were identified. An empty opened foil and an empty labeled winding former of product code w3205, lot # pbu277 was received. No needle or suture were returned for evaluation to determine the assignable cause of the pull off suture needle. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture detached from the swage of the needle during use. There were no adverse patient consequences reported.